Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii (ft3) and the elecsys ft4 iii assay on two cobas 8000 e 801 modules. The sample also had a discrepant result for elecsys ft3 iii ver. 2 (ft3 v2) when tested on the second e 801 analyzer. The results measured at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the ft3 assay. Please refer to the medwatch. Patient identifier (B)(6) for information related to the ft3 v2 assay and refer to the medwatch. Patient identifier (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient data. Values highlighted in yellow are questionable. The sample was initially tested for ft3 and ft4 on the customer's e 801 analyzer on (B)(6) 2021. The sample was repeated using the wako accuraseed ft3 and ft4 methods. The sample was treated with polyethylene glycol (peg) and repeated on the customer's e 801 analyzer. The sample was also provided for investigation, where it was tested for ft3, ft3 v2, and ft4 on a second e 801 analyzer. The serial number of the customer's e 801 analyzer is 17g9-06. The ft3 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is 14d9-06. Ft3 reagent lot number 551720, with an expiration date of (B)(6) 2022 was used on this analyzer.

Manufacturer narrative:
The patient sample was repeated on an abbott architect analyzer, resulting in a ft3 value of 2.91 pg/ml (reference range = 1.68 - 3.67 pg/ml) and a ft4 value of 1.34 ng/dl (reference range = 0.7 - 1.48 ng/dl). The values, generated with the analyzers from abbott and wako, are within the normal reference ranges of the assays. The value generated with the roche ft3 assay is above the normal reference range of the assay. For the roche ft3 v2 assay, a value within the normal reference range of the assay is generated. The value measured with ft3 v2 is similar to the value that is generated with the ft3 assays from 2 other suppliers, namely that it is located within the normal reference range of the assay. As the ft3 v2 assay has an improved robustness against streptavidin interference, the root cause of the discrepant high value of the ft3 assay version is consistent with the presence of a streptavidin interference factor that causes the falsely elevated value of the ft3 assay version. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii (ft3) and the elecsys ft4 iii assay on two cobas 8000 e 801 modules. The sample also had a discrepant result for elecsys ft3 iii ver. 2 (ft3 v2) when tested on the second e 801 analyzer. The results measured at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the ft3 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft3 v2 assay and refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient data. Values highlighted in yellow are questionable. The sample was initially tested for ft3 and ft4 on the customer's e 801 analyzer on (B)(6) 2021. The sample was repeated using the wako accuraseed ft3 and ft4 methods. The sample was treated with polyethylene glycol (peg) and repeated on the customer's e 801 analyzer. The sample was also provided for investigation, where it was tested for ft3, ft3 v2, and ft4 on a second e 801 analyzer. The serial number of the customer's e 801 analyzer is 17g9-06. The ft3 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is 14d9-06. Ft3 reagent lot number 551720, with an expiration date of (B)(6) 2022 was used on this analyzer.

Manufacturer narrative:
Na.